Event description:
This patient has been in this vail bed for over ten years with very little issues in the past. We have been aware of the issues with this bed and have been investigating other options. We have been in contact with the company, and had been complying with all changes offered, i.e. The retrofit kit and increased signage for staff. On 10/05/2005 at 21:358 the patient became caught in the netting between the siderail and the mattress actually slipping below the siderall in a pocket of the netting. The patient was discovered immediately and was extricated. He experienced no injuries and we discontinued use of this bed the next day. We have dismantled this bed and disposed of it so it is no longer able to be used and it is no longer at our facility.